Event description:
Customer runs advia centaur troponin ultra pt samples in duplicate and obtained three sets of duplicate troponin ultra pt results that did not agree. Upon repeat in duplicate, the troponin ultra results were in agreement. The repeat test results were reported to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results is unk. No further eval of the device is required.